Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheek with juvedermvista volite xc. Patient experienced reddish-black skin discoloration post-injection. Hcp described it as a "blood flow disorder". Patient was treated with hyaluronidase. Hcp later reported the patient still has some redness but the rest of the symptoms have improved. This was the initial use of the syringe.